Event description:
Patient reports hearing alarm intermittently. The hcp verified the alarm was on intermittent. The patient underwent explantation of the pump with replacement. The patient is recovered without complications.